Event description:
Report received of a pt being found unresponsive. The pt was receiving morphine via pca pump for pain management. The medication concentration and pump settings could not be recalled. The morphine was discontinued at the time of the event. An unspecified dose of IV narcan and oxygen were given. The pt responded to the treatment and was transferred to a monitored bed. The pt recovered and did not experience any adverse sequelae. The customer reported that the pt received the medication as prescribed, but was "overmedicated". There was no reported accuracy or programming issues with the pump. Though requested, there was no further info available.